Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the cap fell off during a therapeutic procedure under sedation involving an olympus duodenovideoscope. No patient injury was reported.